Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent remains in patient / cardiac arrest requiring CPR. Time of adverse event: during the procedure. It was reported that the procedure was to treat the left anterior descending (lad) and the diagonal branch. Both vessels were wired and pre dilated with a balloon catheter. The xience 2.25 x 12 stent was advanced to the diagonal branch. Once it was positioned while trying to inflate the stent delivery system (sds) the balloon did not inflate and a release of air was sent down the vessel from leak in the shaft 10 cm proximal to the stent itself. The sds was pulled back and during removal of the device from the patient's anatomy the stent dislodged and was left behind in the patient's left main. After sds removal, it was noticed that there was a crack in the shaft 10 cm proximal to the stent. The patient's condition deteriorated and had a cardiac arrest on the table. CPR was performed for 45 minutes and the patient was revived and placed on an intra-aortic balloon pump. The dislodged stent was visible in the left main and had to be crushed into the vessel wall with another stent. Then five additional stents were deployed in the lad. No additional information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.